Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. The concentric and the de novo target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, it was found that the stent struts were damaged. The device was removed from the patient's body and the procedure was not completed due to this event. There were no complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: a promus element plus, mr, ous 2.50x38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage and the procedure was cancelled. The concentric and the de novo target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, the stent got damaged. The device was removed from the patient's body and the procedure was not completed due to this event. There were no complications nor injuries reported and the patient status was stable.